Event description:
It was reported that during the stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located at the moderately tortuous proximal left anterior descending (lad) artery. A 2.50 mm x 12 mm promus element stent delivery system (sds) was then advanced to the lesion using a parallel and anchor technique but the device was unable to cross the lesion. The device was removed from the patient and noted that the stent was damaged. The procedure was not completed due to this event. No complications were noted and the patient's condition is stable.

Event description:
It was reported that during the stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located at the moderately tortuous proximal left anterior descending (lad) artery. A 2.50mm x 12mm promus element stent delivery system (sds) was then advanced to the lesion using a parallel and anchor technique but the device was unable to cross the lesion. The device was removed from the patient and noted that the stent was damaged. The procedure was not completed due to this event. No complications were noted and the patient's condition is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and microscopic examination of the device noted proximal stent damage. Struts at the proximal edge were raised and misaligned. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).